Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed events of right ventricular over-sensing caused by post-paced t-wave over-sensing. Programming changes were made on 25 jul 2020. The patient was in stable condition.